Event description:
In 2009, the patient reported to a company representative that in the evenings she has elevated blood glucose readings in the 200-300 mg/dl range. She stated she does not really count carbs, but takes about 5-6 units of insulin with meals regardless of how much she eats. The patient was educated on the importance of covering the amount of food eaten with the correct amount of insulin. On follow up with the patient, she stated in addition to not counting carbs, she believes the elevated readings are due to her experiencing sores, itching and bleeding at her infusion site. She said she changed to a different type of infusion set, she has not had any issues and he blood glucose has returned to her normal range. She discarded the infusion sets at issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.